Event description:
It was reported to vyaire medical that the blender on the vela ventilator was alarming when at 100% fio2 (fraction of inspired oxygen). There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H10: a vyaire field service representative (fsr) evaluated the device on-site, and adjusted the blender to specifications. Calibration and verification were then performed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.